Event description:
A trauma surgeon reported that a pt died after having catheters placed for multiple rib fractures. They had placed the catheters and given a bolus, but had not hooked up the pump. The pt had hemoptysis (blood in airway) and went into cardiac arrest. They resuscitated the pt but she died at 5 pm, on (B)(6)2010. The risk manager informed I-flow that the autopsy on the pt showed that the pt died from bleeding secondary to lung contusions as a result of her trauma. The tunneler was not a cause of the event.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial rptr. No sample was available for eval and investigation. Info gathered during this investigation found that the I-flow product that had been used on the pt prior to death did not cause or contribute to the death. No defects were identified by the customer with any I-flow product from this incident. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.